Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they tried recharging their implanted neurostimulator on friday and it wouldn't let them recharge. Patient stated they were at 50% in the process of recharging when they got up to do something; patient said they went back to finish recharging and they saw a screen that said something about entering "MRI code stimulation off." Patient went to put the device on today and the message did not come up and it says it is working, but they were not feeling stimulation. Agent had patient confirm stimulation was currently on and in group a, which is the group they typically use. Controller was at 100% and implant was at 40%. Agent walked patient through accessing MRI mode and patient said they were not sure, but they thought that was the screen they had seen. Agent reviewed increasing intensity or changing therapy groups and the patient was redirected to their healthcare provider to further address if issue persisted.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.